Manufacturer narrative:
The reported event of inability to interrogate and inappropriate or inadequate shock/stimulation were not confirmed. The device was received at end-of-life battery voltage level, with normal output and telemetry communication. Analysis of the device image indicates the device underwent multiple high voltage charging and shock events. These conditions significantly increase energy consumption, thereby accelerating battery depletion and reducing overall service life. The charge timeout was reproduced during lab testing, consistent with end-of-life battery voltage condition. The device was implanted for 8.57 years which exceeded its projected longevity and is consistent with normal battery depletion. After the battery replacement, electrical tests including telemetry communication and output verification were performed and no functional issues were identified.

Event description:
It was reported that the patient experienced an inappropriate shock from their device. As a result, the patient presented to the hospital. Additionally, a telemetry issue was suspected. No intervention has been performed. The patient is currently stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.